Manufacturer narrative:
Device evaluated by manufacturer: the hypotube, shaft, collar, and tip were microscopically and visually examined. Inspection of the device revealed that there were numerous kinks throughout the shaft of the device. The shaft/markerband was flattened 8mm proximal of the tip. The tip was also flattened. The tip was not fractured. Product analysis did not confirm the reported event, as the tip was not fractured. No other issues were identified during the product analysis.

Event description:
It was reported that the tip of the device was fractured. The 90% stenosed, 15mmx3.5mm, target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 6f guidezilla ii guide extension catheter was selected for use. During procedure, it was noted that the tip of the device was fractured. The device was removed completely from the patient's body using the usual method and the procedure was completed with another of the same device. No complications were reported and the patient was in stable condition after the procedure.

Event description:
It was reported that the tip of the device was fractured. The 90% stenosed, 15mmx3.5mm, target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 6f guidezilla ii guide extension catheter was selected for use. During procedure, it was noted that the tip of the device was fractured. The device was removed completely from the patient's body using the usual method and the procedure was completed with another of the same device. No complications were reported, and the patient was in stable condition after the procedure.